Event description:
Inserted 16 ga foley with no immediate urine returns. Confirmed placement, still no urine output after two liters of fluids. Unable to irrigate catheter, bedside sonogram completed, no kinks noted. Balloon deflated and catheter readvanced without difficulty; no urine output. Attempted reirrigation unsuccessful. Foley catheter discontinued. On inspection of catheter, found the tip had no drainage holes. Dates of use: (B) (6) 2010. Diagnosis or reason for use: left renal calculus, difficulty voiding.